Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd synapsys¿ informatics solution, the incorrect accession was displayed with the incorrect test and tube. No patient impact reported.

Event description:
It was reported that while using bd synapsys¿ informatics solution, the incorrect accession was displayed with the incorrect test and tube. No patient impact reported.

Manufacturer narrative:
Investigation summary: this statement is to summarize the investigation of a complaint involving synapsys. It was reported that synapsys was showing that a test was showing for a incorrect accession. No other issues were reported. Bd remoted in and investigated the issue. Bd did not observe any re-association of the tube from the original incorrect accession number to the correct accession number. Activity logs of each accession in question were reviewed as well as the debug logs around the relevant times were reviewed. The is no risk of sending results to an incorrect sample. The issue could not be replicated. The logs indicated that the tubes were associated to the correct samples. This is an unconfirmed failure of a bd product. Review found complaints of this type were below statistical control for the month of july. Device history record review was not applicable as this is a standalone software product and the operation/functionality of this type of product is confirmed at the time of installation. Reports of this type will continue to be monitored.